Manufacturer narrative:
The device will not be returned to the manufacturer for eval as the coroner decided the event was not an autopsy case and therefore the pump was not explanted. The manufacturer is attempting to acquire other equipment in use with the pt at the time of the event for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the previous night the pt had called the hospital to report that the system controller was displaying only 2 fuel gauge leds while on pbu support. The hospital had suggested to the pt to switch power sources to battery support and to exchange the power base unit (pbu) cable; it is unk whether the pt exchanged the pbu cable. The following afternoon, the pt was found at home unresponsive with one of the power cables connected to the pbu and with the system controller and pbu alarming. The pt's spouse called 911 and ems pronounced the pt dead at the scene. Cause of death was not reported to the manufacturer.